Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system has a safety end that falls off when deploying the needle, leaving it exposed. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: DHR-the lot was manufactured on nexiva line 1 from 29mar18 through 4apr18. All challenges were successful. Set-up and in process samples including (but not limited to) machine caused damaged were performed at various stages during the manufacturing process and all passed per specification. Observations and/or testing could not be conducted for the alleged defect of shield safety activation failure (catheter), as units nor photos were provided for this incident. Investigation conclusion: root cause: relationship of device to the reported incident: manufacturing. The lot number associated with this incident is under global qn (B)(4) for safety shield activation failure. The root cause and corrective actions are currently being investigated by the correspondent team.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system has a safety end that falls off when deploying the needle, leaving it exposed. There was no report of exposure, serious injury or medical intervention.